Event description:
Rate changed on its own and error code 122.

Manufacturer narrative:
Device evaluation results: this incident was identified during an audit of the service notification database, and has been added to the complaint tracking system. As this incident was originally processed through the service dept., the operations log is not available for review. B. Braun completed an evaluation of this pump per the procedure for pump returns, and neither the reported failure nor the error code could be reproduced. Routine preventive maintenance was performed on the pump and some worn parts were replaced. The pump was tested and met all final inspection criteria. The facility reported no patient injury related to this complaint. The pump was returned to the customer in (B)(4) 2008. Serial number history was shown that, as of (B)(4) 2011, this pump has not been involved in any further complaints.